Event description:
It was reported to philips that the allura system c-arm could not be moved. The device was inside of clinical use at the time of the reported event, no harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint and through the course of investigation it was identified that the date of event was (B)(6) 2023. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system on-site and confirmed that the c-arm could not be moved again. Analysis of the logfile showed ¿warning: geometry movements partly available¿ which confirmed the reported problem. The fse found that there was a broken cable between the control module and the spranger system control unit. The c-arm of allura system is attached to the spranger ceiling system to get a flexible (longitudinal and transversal directions) movement of the ceiling, and the movements can be carried out using a control module. As the cable between the control module and the spranger system-control unit was defective, no longitudinal and transversal movements were possible. The spranger service engineer replaced the sensors, button in control module and the broken cable, between the control module and control unit, verified operation and performed visual inspection. After the performed service by spranger, the system was returned to use in good working order. Based on the information available, it is understood that the malfunction was with the spranger ceiling system (third party system) and not with allura system. At the time this complaint was received, philips did not have enough information to exclude the potential for a philips system malfunction, and as such the complaint was reported. Since that time, it was identified that there was no malfunction with the allura system, and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.